Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a tka, a screw on back of a journey dcf ap fem cut blk 6 was loose and feel out. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection revealed that the journey dcf ap fem cut blk 6 assembly was returned in one piece but showed signs of extensive wear and use. This inspection was conducted with the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A functional evaluation performed on the device revealed that the cross bar screw was slightly loose, allowing the spiked cross bar size 6 to move freely. Additionally, the cutting knob block would not rotate freely. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.